Event description:
The customer reported that their device would no longer power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital's biomedical engineer advised physio-control that they believe the reported issue was caused by a failure of a capacitor, designator c4 from the power pcb assembly. This cause could not be verified as physio-control was unable to evaluate the device. The customer advised that they will be replacing the power pcb assembly on their own terms and will be returning the device to service, once repaired. The device has not been returned to physio-control for evaluation. A conclusive cause of the reported failure could not be determined.